Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had button issues. Customer¿s blood glucose was unknown. Customer stated that she has to press the sides of the buttons because they were hard to get a response. Customer also stated that they tried to treating with manual shot but blood glucose was not coming down. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.